Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual combi set sample was returned to the manufacturer for physical evaluation. The device was not returned in its original packaging and a lot number could not be determined. No irregularities were found during visual inspection of the returned device. The arterial and venous patient end connectors were closely inspected for damage; no damage was found. The dimensions of the conical fittings on the arterial and venous patient connectors were inspected and found to be acceptable. The sample was connected to a fresenius 2008k hemodialysis (hd) test machine and the device worked as intended, without any problems or failures. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The combi set worked as intended and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, a lot number for the device was not provided. Therefore, a manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A hemodialysis (hd) user facility reported that a disconnection occurred during a patients hd treatment, between the fresenius venous bloodline (combi set) and the patients arterial hd catheter port. The connection had been secured with a plastic occlude clamp (hemaclip; not a fresenius device). Subsequently, the patient began to complain of dizziness, became unresponsive, and was transferred to the hospital via emergency medical services (ems). The patient expired shortly after arrival to the emergency room (ER), on the same day. Additional information was obtained through follow-up with the user facilitys clinical manager (cm). On the day of the event, the patient attended their regularly scheduled hd treatment in the clinic. Pre-treatment assessment of the patient recorded no new findings and the patients vital signs were in normal range. The machine passed all pre-treatment testing, and the dialysate conductivity/ph were within normal limits. The cm stated the patients hd catheter was not pulling blood flow well (during aspiration) from the venous port. The patients hd treatment was initiated via an unknown tunnel hd catheter (not a fresenius product). The cm confirmed the patients hd treatment was run reversed with the arterial bloodline connected to the venous hd catheter port (blood pull from patient), and the venous bloodline connected to the patients arterial hd catheter port (blood return to patient). The venous line was secured with placement of a hemaclip device, per clinic protocol. There were no reported observable defects with the fresenius combi set, or any other fresenius device or product. Approximately one hour into the hd treatment, the patient sat up and mentioned to the dialysis staff that they noticed blood. A dialysis technician came to the chairside and noticed that the blood pump had stopped. The venous bloodline was reported to be fully disconnected from the patients arterial hd catheter port, and the hemaclip was in the patients lap. Blood loss was confirmed to be minimal. There was no observable blood on the floor or in the chair, only a few drops of blood on the pad placed under the catheter. In response to the disconnection, the blood pump on the machine was turned off by the staff and the hd catheter port was clamped. The arterial hd catheter port was aspirated with a syringe and there was no observable air or foam. Subsequently, the patient began to complain of dizziness and then went unresponsive. Provided records also noted the patient was nauseous and vomiting. Hd treatment was discontinued, cardiopulmonary resuscitation (CPR) was initiated in the user facility, and emergency medical services (ems; 911) was dispatched to the clinic. Post treatment blood pressure recorded as 85/49, pulse 80 (irregular), respiratory rate 10, and decreased or no breath sounds recorded on the hd treatment sheet. The patient was transferred to the hospital via ems without regaining consciousness, and with a faint pulse. Details surrounding resuscitative efforts in the ER are unknown. However, it was documented the patient had an endotracheal placed which was confirmed on chest x-ray. Additionally, the patients chest x-ray revealed suspicion of pneumonitis. Patient laboratory data was significant for an elevated white blood cell (wbc) count which supports an infection such as pneumonitis with sepsis. The cm reported that shortly after arrival in the ER (time unknown) the patient expired. Per the cm, the ER doctor attributed the patients death to pneumonitis with sepsis as reportedly there were no other clear indications of cause. The death certificate states the patient died of natural causes from acute pneumonia and chronic end-stage renal disease (esrd). The cm reported fresenius products were not suspected to have caused the patients death. The combi set used during the event was available for product investigation, however, the lot number for the device was unknown.

Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship exists between the disconnection of the fresenius combi set to the patient¿s hd catheter and the patient subsequently becoming unconscious requiring initiation of CPR and hospital transfer where the patient later expired. However, it was reported the patient had minimal blood loss at the time of the disconnection and there was no evidence of air or foam in the hd catheter. The patient¿s laboratory analysis of hemoglobin supports that acute blood loss likely did not occur, and therefore, not likely to have been a contributing factor in the patient¿s death. Per the cm, the patient had a past medical history of esrd, hypertension, coronary artery disease and pneumonia in (B)(6) 2020. According to the death certificate received, the patient¿s cause of death was acute pneumonia and chronic esrd. Dialysis access disconnections are a known potential and serious risk in all hemodialysis treatments. Additionally, the fresenius combi set bloodlines include warnings to make sure all connections are secure and visibly monitored for possible blood leaks through the hd treatment. Based on the available information, it cannot be determined what exactly caused the disconnection to occur. It was alleged the disconnection may have been associated with a loose hemaclip (not a fresenius product). There were no reported defects or allegations against the fresenius combi set bloodlines used in relation to this event. In addition, the cm reported that fresenius products were not suspected to have caused the patient¿s death.